Manufacturer narrative:
Date of event is unknown. (B)(6). Device evaluation: one device was returned for investigation with cracked rear housing. The device was visually inspected and functionally tested. The reported complaint could not be duplicated/ the complaint is not confirmed. Preventative maintenance occurred. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was stated that there is a tube air maintenance error. There was unknown patient involvement and unknown patient harm/adverse event reported.